Event description:
Customer reports the cutter did not seem to cut the vitreous strands. Another cutter was used to complete the case. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Product evaluation: no sample was returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. The associated lots(5) were released based on acceptance criteria. Based on the info provided by the complainant "cutter did not seem to cut the vitreous strands", it is possible that a malfunction of the device occurred. Root cause: because a sample was not returned for evaluation, the root cause cannot be determined. Actions taken: no additional action is required at this time. All probe components are 100% inspected by trained operators during manufacturing. Any nonconformance detected (such as "would not cut") would have been removed from the lot. (B)(4).